Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service a motor rate error occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found bottom case and plunger assembly tamper seals are broken, front corners of the top case are damaged, right plunger case and bottom case is cracked, and the battery is missing. To conduct functional testing, the device was powered up, an occlusion test was performed, test resulted in motor rate error due to motor assembly. The root cause is due to the motor assembly, lead screw and both clutch halves not operating as intended as a result of customer use. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
B5: additional information received on 11-nov-2022 via email and attached to complaint object: there was no patient involvement. H6: event problem and evaluation codes: updates not required. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.